Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. The reporter stated that the pump vibratory alarms were not functioning as expected. The pump sound settings were allegedly set correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory functions. A warning was simulated during the evaluation and the pump gave the proper vibratory warning. The investigation was unable to duplicate the reported vibratory issue.